Event description:
It was reported that a patient¿s healthcare professional implanted a surgical lead because the percutaneous lead ¿kept tearing¿ due to his spine degeneration. It was stated that the patient has been feeling a tearing sensation in his chest, now the sensation was ¿in his upper right lung¿. It was stated that it¿s been there for 5 years. It was noted that the patient¿s spine was degenerating down, and he stated he thought the lead was pulling away from his spine, causing the problem. It was stated that years ago a healthcare professional (hcp) looked at it and said his heart was fine, but he thought the lead was causing the problem. It was stated that the patient wanted his doctors to take another look to make sure there wasn¿t anything wrong with his lungs, and noted a family members that had health issues and died.

Manufacturer narrative:
(B)(4).

Event description:
Pli 20 was system reported, device and patient codes added.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient. (B)(4).